Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The manifold cover was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.